Event description:
The sales rep reported a valve malfunction or occlusion as the device was not draining. As a result the device was revised.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A tear in the silicone housing around the distal end of the siphon guard was noted, however, this could have occurred during the explantation procedure, but this could not be determined. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.